Manufacturer narrative:
Corrected data. H6- patient code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the lead and ipg were disconnected and patient underwent surgical intervention on (B)(6) 2020 wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30647. It was reported that patient may undergo surgical intervention to replace the drg ipg and revise the lead. No additional information was provided.